Event description:
A hemodialysis user facility has reported the following: nurse was setting up machine and visually noticed that the arterial part of the bloodline was crimped and bent in an l shape. The line was pulled and a new set was used. No pt was harmed as the incident was found prior to any pt treatment. Sample is available.